Event description:
The account stated that the ipth reagent has generated elevated results on several patient samples. On one of the patient samples, the initial result was 79.5 pg/ml. The sample was then sent to a reference lab and tested on the immulite and the result was 50.0 pg/ml. The account is sending out all patient samples that are above normal range on the architect and reporting the immulite results. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow up MDR will be submitted when the investigation is completed.